Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02226 , 1627487-2020-02228. It was reported the patient experienced ineffective stimulation due to invalid and high impedances. It was discovered that the leads had migrated. In turn, the leads and ipg were explanted and replaced. Therapy was restored postoperatively.